Event description:
Reporter indicated that the hba1c result for one specimen was 12.1% and upon repeat was 6.38%. Reporter indicated that the original result was questioned by the physician and that the repeated result was provided to the physician. The field service engineer performed performance testing and was unable to duplicate the issue.